Event description:
It was reported the patient went to the hospital due to chest pains. A check of the device determined the patient received inappropriate shocks due to the right ventricular (rv) lead having oversensing of noise. The rv lead also had impedance greater than 2,500 ohms. An x-ray of the lead found it was bent when the patient lifted their arm. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and the distal conductor was fractured. It was noted that the outer insulation had a cosmetic depression.